Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event is confirmed. Visual examination of the provided picture identified an explanted femoral component still attached to a portion of distal femoral bone. The left condyle shows rough edges consistent with a bone fracture and the right condyle shows a fracture line. The device shows signs of use such as blood residue and biological material attached. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: unknown - unknown articular surface - unknown. 42557000114 - stem extension tapered cemented 14 mm diameter +30 mm length - 67053262. 42532005802 - tibia cemented 5 degree stemmed right size a - 64111658. G2: foreign country: australia. H6: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while trying to remove the femoral implant during surgery, the patient suffered a distal femoral bone fracture. As a result, the surgeon swapped out the poly and approximately 3 days post-op, the patient was revised. All implants were revised. Attempts have been made and all available information has been provided.